Event description:
Hill-rom rec'd a report from a hill-rom technician stating the left foot steering/brake caster wouldn't hold when the brake was engaged and also the head left caster would not hold when the brake was engaged. The bed was located at the account in the room 343. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the left foot caster not holding due to heavy usage and the head left caster cracked. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced all the beds casters to resolve the issue. Based on this info, no further action is required.